Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. There was no reported adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.